Event description:
It was reported that the lead was capped and replaced due to externalized conductors observed via fluoroscopy. No electrical anomalies were detected. The patient was in stable condition post-procedure.